Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that the subject stent retriever was broken while trying to remove thrombus from the patient's anatomy during the procedure. No further information is available.

Event description:
It was reported that the subject stent retriever was broken while trying to remove thrombus from the patient's anatomy during the procedure. No further information is available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number/serial number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual analysis and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable was assigned to the reported event. H3 other text : the subject device is not available to the manufacturer.